Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the driver broke when the surgeon torqued the set screw. It is unknown if the patient retained a foreign body.

Manufacturer narrative:
Additional information: the returned driver was examined. The tip was returned with the remainder of the driver but had fractured off in a manner consistent with a torsional failure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause may be attributed to off axis force applied during use that exceeded the capabilities of the device's mechanical strength.

Event description:
It was reported the tip of the driver broke when the surgeon torqued the set screw. The patient did not retain a foreign body. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.